Event description:
It was reported that the patient underwent an ams penile prosthesis due to unknown reason. The previous device was removed and replaced with a tactra penile implant. No information about the patient's outcome was provided.